Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Troubleshooting was performed and found that the battery cap was damaged or missing. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the pump. The pump will not be returned for analysis.